Manufacturer narrative:
Concomitant medical products: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD may have delivered an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) which the device detected and treated as a ventricular fibrillation (vf) event. Additionally it was noted that the right atrial (ra) lead displayed occasional undersensing during atrial tachycardia / atrial fibrillation (at/af) events. Both the lead and device remain in use. No further patient complications have been reported as a result of this event.